Manufacturer narrative:
Device technical analysis: the devices were not returned as they were retained by the hospital. As such, physical analysis has not been conducted in our laboratory. Device history record review: a review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Labeling review: a labelling review was performed, and it did not reveal any anomalies as it states infection, implant site complications such as poor healing, redness, swelling, inflammation and wound reopening are known risks with the use of deep brain stimulation (dbs). Investigation conclusion: the devices were not returned as they were retained by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined the reported event of infection is a known risk associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the burr hole cover incision site and the implantable pulse generator (ipg) chest incision site. The patient experienced symptoms of swelling, redness, and purulent discharge due to the infection. The patient underwent a revision procedure where the full dbs system was explanted. The patient was administered antibiotics and was doing well postoperatively. There was a culture taken but the results were not released by the hospital. The explanted devices were retained by the hospital and were not returned.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the burr hole cover incision site and the implantable pulse generator (ipg) chest incision site. The patient experienced symptoms of swelling, redness, and purulent discharge due to the infection. The patient underwent a revision procedure where the full dbs system was explanted. The patient was administered antibiotics and was doing well postoperatively. There was a culture taken but the results were not released by the hospital. The explanted devices were retained by the hospital and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2203450, model: db-2203-45, serial: (B)(6), batch: 5002066, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2203450, model: db-2203-45, serial: (B)(6), batch: 5002878, UDI: (B)(4). Product family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5001615, UDI: (B)(4). Product family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5002298, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: na, batch: 35867125, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: na, batch: 36076472, UDI: (B)(4).